Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a triathlon knee was reported. The event was not confirmed. Device history review: all devices accepted into final stock met specification. Complaint history review: not performed because no device specific failure modes were reported. Conclusions: the exact cause of the event could not be determined because insufficient information was received for review. For example: further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5550-l-339, triathlon sym patella s33x9mm, lot code: lcs768; cat. No.: 5510-f-502, triathlon cr fem comp #5 r-cem, lot code: s67ln; cat. No.: 5521-b-400, tri ts baseplate size 4, lot code: gpdyd.

Event description:
Patient is experiencing pain after the surgery on a right knee.

Event description:
Patient is experiencing pain after the surgery on a right knee.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Implanted.